Event description:
A pt was undergoing rotational atherectomy (mra burr) angioplasty in cardiac catheterization lab when fluoroscopy failed. Supposedly, the physician was unable to remove the burr device without visualizing it and pt experienced ventricular fibrillation allegedly as a result of the burr's presence. Reportedly, the pt required CPR, defibrillation, and intubation. Fluoro was restored allowing physician to complete angioplasty and remove the butt. Reportedly, the pt was sent to ICU in stable condition.